Manufacturer narrative:
(Intervention required), evaluation results: (graft occlusion); (tortuosity and narrowing in the vessel).

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm and a 4 cm right common iliac aneurysm approx 1 month ago. The right external iliac was tortuous and mildly calcified and 11-12 mm in diameter, and there was some narrowing where the common iliac became the external iliac. There were no issues noted at the end of the initial implantation of the stent grafts. It was reported later that night post-implant, the pt presented with right leg coldness, and the talent in the right external iliac was narrowed. An intervention to restore blood flow in the right external iliac was attempted using a fogarty balloon; however, the balloon could not be advanced in the iliac. It was then decided to perform a fem-fem bypass, with successful results. No additional clinical sequelae were reported, and the pt is fine.